Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient, receiving an unknown drug via an implantable infusion pump for non-malignant pain, regarding an external device. It was reported that for the last couple months, their handset has been running slow. The patient stated they saw their healthcare provider (hcp) today and the (hcp) told the patient to call the manufacturer to get instructions on how to clear the data on the handset. The agent walked patient through closing all apps and going to storage to clear data. The troubleshooting steps that were taken on the call resolved the issue.